Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a realize band, the customer reported lack of restriction in (B)(6) 2010. A fluoroscopy was performed on (B)(6), 2010 and it was noted that the band was leaking fluid and there was no fluid in the band. The band was replaced and the patient is fine.